Event description:
Customer reported when the alarm sounds and the nurse call cable is in use, the nurse will press the suspend button and the alarm will stop sounding in the pt's room, but continues to sound at the nurse's station. Customer did not know when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit powers up and the nurse call features works as it should. Also the nurse call light is not continuous at the test fixture. However, the voice message does not play as it should, a clicking noise plays instead. When set to voice only mode, the clicking plays continuously. When set to voice and tone, clicking noise plays once then tone sound continuously as it should. Additionally, there is visual battery leakage residue in the battery compartment; as a result the flat contact is corroded. The aqualert water indicator label shows evidence of moisture exposure. The unit battery door is missing. Note: instructions for use states: batteries can exploded or leak and cause damage to alarm if installed incorrectly, fully discharged or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).